Manufacturer narrative:
(B)(4). Evaluation summary: a review of the device history record indicates this device lot number was released meeting all release specifications at the time of manufacture. A review of complaint data reveals no trend for a device related failure for this condition. Should new information become available, the file will be re-opened and reassessed at that time.

Event description:
Procedure: inguinal hernia repair. According to the reporter: when putting the device through the trocar, the seal came off the trocar. The surgeon was able to grab the seal before it fell into the cavity of the patient. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 07/14/2015.